Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the pump produced a "force sensor check" message. In addition, the syringe delivery shaft was tight. The product problem was identified during preventative maintenance. There was no patient involvement.

Manufacturer narrative:
Additional information: d10, h6, h10. One medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with top case chipped on the front corner and the top case had contamination. Event history log review was performed and found no evidence of reported problem. Visual inspection, multiple flow and occlusion testing were performed. The customer's reported problem was confirmed. According to the investigation, the plunger tube needed grease and investigation could not repeat force sensor test error. The investigation reported that the reported problem was caused by user interface (customer) and the plunge tube needed grease. Investigation applied a light coat of grease on the plunger tube and replaced the pump force sensor as a preventative measure. The problem source of the reported problem is user interface.